Manufacturer narrative:
The subject device was returned to olympus for evaluation. As a result of evaluation, olympus confirmed that the probe tip broke down at 16.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. There was a scratch on the non-insulated area of the grasping section and the proximal side of the tissue pad was worn. The coating of the grasping section was abraded and partially peeled off. The manufacturing history of the subject device was reviewed, with no irregularities noted. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The subject device was used for an uncertain procedure. After around 70 minutes of use, a prove damage error occurred. The procedure went well with another same device. There were no patient injury reported. Olympus medical systems corp. (Omsc) received device. And as a result of omsc's investigation on may 25, 2016, it was found phenomena below. The prove tip was broken at 16.5mm from the distal end. There was a scratch on the non-insulated area of the grasping section and the proximal side of the tissue pad was worn. The coating of the grasping section was abraded and partially peeled off. And it was not reported that the fragment of the coating fell into the patient. This is the report regarding the coating damage. Please cross-reference the following report about the broken probe: 8010047-2016-00713.